Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home. Cause of death was unknown. Information identified in the manufacture's database indicated the patient died approximately 11 days post implant of the ipg system approximately 4 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.